Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, vaso view hemopro device was being opened when it was noticed by or staff that the tips of the device were bent. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. There were no signs of clinical use and no evidence of blood. A visual inspection was conducted. The heater wire was bent away from the hot jaw and was deformed. The wire had pulled away from the tip of the jaw but remained attached at the base. Based on the condition of the device as found, the reported complaint for "bent wire" was confirmed. The root cause is undetermined because the event occurred during the use of the device and the procedural operation is unavailable for our review. To verify that the device was not released in a non-conforming condition, a review of the device history record (DHR) was conducted for the two (2) lots of hemopro tissue welders used in this product lot. The DHR review results did not show evidence of any non- conformity for the reported batch number.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history review was completed for the reported product lot number. There was no nonconformance recoreded in the lot history. (B)(4).